Manufacturer narrative:
The device was discarded at the healthcare facility. Without a returned device, it is not possible to determine the root cause of the reported event or identify a device deficiency. Per the evoke scs system surgical guide, "the risks associated with the implantation and use of a spinal cord stimulation system include: uncomfortable changes in stimulation (over and/or under stimulation)... The patient may require surgery (including revision, explant, and replacement) as a result".

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system had their scs system explanted due to reported inadequate pain relief and no longer tolerating the paresthesia after attempted reprogramming.